Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and had symptoms of chills, fevers and a rash. On (B)(6) 2016, the patient's blood glucose levels were in the "400 - 500" mg/dl range. The morning of (B)(6) 2016, his blood glucose was "over 400 mg/dl." Patient self treated with insulin injections totaling over 30 units to correct his blood glucose. Later in the day at an unknown time, his blood glucose reading was 262 mg/dl. The patient's wife took him to the hospital. His reading at the hospital was in the "500's mg/dl" from a lab result. The patient was treated with an insulin drip. The patient was diagnosed with pneumonia. The patient is still in the hospital. The infusion device was requested to be returned for product evaluation.